Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient's pacemaker exhibited noise. No interventions or changes were reported. The patient's condition was unknown.

Event description:
New information received notes that the patient presented remotely via merlin.net. Review of the transmission revealed that the pacemaker exhibited noise over-sensing which resulted in pacing inhibition and inappropriate mode switch.